Event description:
Product distributor reported on behalf of the user indicating a pt received insufficient local anesthesia when the listed medical device was used. It was necessary to place pt under general anesthesia. No adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated. The manufacturer will file a f/u report detailing the results of the eval once it is completed.